Event description:
Additional information from the patient reported they did not know why the stimulation had turned off. They mentioned they do wear the programmer around their neck, and maybe that did something. The said everything was working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s friend or family member had the poor communication screen on the patient programmer. The patient was not feeling stimulation for the past couple of days since (B)(6) 2016 and they needed help turning the stimulation back on as they were not able to turn on stimulation. The patient¿s friend or family member was able to connect with the remote and implantable neurostimulator (ins). They were able to turn the ins back on and decrease stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.